Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient did not have sciatic pain relief and when stimulation was on, it caused patient to have more pain. Stim sensation location was the same as in the past. Impendence test was done and checked out to be fine (950-1000 ohms). No trauma or falls were reported and the exact date of when the issue started was not provided. Reprogramming did not resolve the painful stimulation. X-ray imaging confirmed lead migrated south 2 vertebral bodies. Lead revision was planned. The procedure was not scheduled at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.